Event description:
It was reported by a customer in (B)(6) that, during pt use, the e360 ventilator generated an alert and stopped cycling. The pt ws transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The customer reported to have inspected the ventilator, and the analog board was found to be defective. The offset value of machine 1 was over 140, in the service mode. The customer replaced the analog board, and the issue was resolved. (B)(4).